Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this device due to an unknown reason. The patient was instructed to contact his clinic about a potential change in this device. Efforts to obtain additional complaint details were unsuccessful. No adverse patient effects were reported.